Event description:
It was reported that an ilet user could not select ¿yes¿ during the fill tubing step, and the device was replaced with instructions to shut down the original pump, return it with a provided label, and use backup therapy because insulin delivery and meal announcements were not reliable. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included uninterrupted therapy planning via backup measures and continued cgm use on the dexcom app or receiver. Investigation included customer support troubleshooting, replacement logistics, and follow-up for return of the original device. Investigation of this device revealed a powered on after being placed on charging pad. Multiple leadscrew dry runs were successfully completed; "yes" button performed as intended. All other keys/buttons were tested and had no issues.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.